Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the extension with the serial (B)(4) was the extension that was replaced. This extension had been connected to the ins with the serial (B)(4), which was reported on in this MFR. Rep. #.

Event description:
It was reported the health care professional (hcp) was unable to adjust stimulation. It was noted the display was showing 'call your doctor' icon. Out of regulation (oor) was also reported. One day later it was reported the patient was not getting any therapy benefit. It was noted stimulation was on. During report the patient was in the office with the hcp and it was noted the stimulator shut off but the hcp was not sure if they had hit something or if it had turned off by itself. It was also noted there were impedances greater than 4,000 ohms with all contacts using electrode 3. It was noted the patient had bruising and a fresh scab over the top of the burr hole site. The patient had hit themselves on the head a while ago which was why 'they knew about the broken electrode.' The patient did not know where the bruise had come from, it was noted it possible happened while playing with their kids. Ten days later it was reported there were also low out of range impedances. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3389s-40, lot# va02hc7, implanted: (B)(6) 2012, product type lead; product ID 3387-40, lot# j0237085v, implanted: (B)(6) 2003, product type lead. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the extension model 7495-51 serial (B)(4) found broken conductors on circuits 0-3 in the coiled wire 14cm from the distal end. There were open circuits. Analysis of the adaptor model 64001 lot unknown found no anomaly.

Manufacturer narrative:
Product ID: 7495-51 lot# serial# (B)(4), implanted: 2001 (B)(6), explanted: 2013 (B)(6), product type extension product ID: 3708660 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension. (B)(4).

Event description:
Additional information received reported that following the surgery there was no injury and the patient recovered without sequela.

Event description:
Additional information received reported that the patient had intermittent usage of stimulation for the past few years, and the ins battery was showing 2.95v. The patient experienced a loss of therapeutic effect and impedance measurements over 40,000 ohms were seen on every pair with contact 3. All other contacts were elevated, but within range. The hcp conducted an exploratory surgery to determine the issue and found that the problem was with the patient's left extension. The extension was replaced and impedances were in normal range. The system was left turned off until the patient could be programmed in the outpatient clinic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.